Event description:
It was reported to philips that the device had been dropped and, as a result, experienced a shock equipment malfunction. The customer requested that the device be returned for bench repair. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
It was reported to philips that the device had been dropped and, as a result, experienced a shock equipment malfunction. The customer requested that the device be returned for bench repair. There was no reported patient or user involvement and no adverse patient/user impact. The reported problem was verified during lab test. The problem was localized to single n channel mosfet q5 which was found to be damaged and sr1 which was missing due to overheating/shorting of q5 which caused it to de-solder and fall off. Found damaged landings on q5 pca and also f6 fuse found open.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.